Event description:
The hcp reported that the pt had experienced increased pain and a headache. The pump was found to be full (date not reported), and a rate increase in 2008 provided no improvement for the pt, so the pt was brought to the clinic for evaluation on ten days later. A rotor study was done and the rotor did not turn. A side port injection was then performed. The hcp was unable to aspirate cerebrospinal fluid, but the hcp was able to inject 1 cc of contrast dye. No leak was found, no kink was seen, and the catheter tip was at the l1-2 level. The pump was replaced. The pump was used to deliver morphine (dose and concentration not reported). The hcp classified the event as 'a non-serious illness/injury' and reported that the pt recovered without sequela.